Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: describe event or problem. It was reported that the epidural lead (model 3186) was repositioned in the initial report. The correct information has been updated in this report.

Event description:
Additional information received that the patient epidural lead (model 3186) was also explanted.

Manufacturer narrative:
Date of event and therapy dates are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02662. Related manufacturer reference number: 1627487-2021-14502. Related manufacturer reference number: 1627487-2021-14503. It was reported that the patient experienced insufficient coverage in the pain areas. X-ray confirmed that the epidural (model 3186) lead had migrated. Reprogramming was unable to address the issue. As such, surgical intervention took place on (B)(6) 2021 where in the patient¿s epidural lead was repositioned. Additionally, patients peripheral ( model 3163 leads) and extension were explanted to address the issue.